Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, it was reported by a sales representative via email that three ar-3636 1.8 mm knotless fibertak anchors pulled out without the anchor body bunching underneath the cortex when the surgeon pulled the red inserter after placing the anchors. A fourth ar-3636 1.8 mm knotless fibertak anchor remained in place; however, when converting the knotless mechanism through the anchor body, the mechanism became stuck inside the anchor, leaving no suture available for pulling or tensioning. The case was completed using another ar-3636 1.8 mm knotless fibertak anchor from a different lot number. The issue was discovered during a glenoid labrum instability procedure on (B)(6) 2026. Additional information was received on 20-feb-2026: during the procedure, four anchors either backed out upon insertion or did not remain seated in the bone. Each affected anchor was removed and replaced. The issue resulted in a brief surgical delay while additional implants were opened and reinserted. No additional anesthesia was administered; however, the procedure duration increased by approximately 10¿15 minutes.